Manufacturer narrative:
H3, h6: the associated device, intended for use in treatment, was returned and evaluated. A visual inspection of the returned device could not confirm the stated failure mode. The device shows signs of extensive use. A functional evaluation was performed on the device and confirmed the stated failure mode. The returned device will no longer tension as designed rendering the device inoperable. A review of complaint history did not reveal additional complaints for the listed item. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the set up of an unknown procedure the wire tensioner was not tensioning. Procedure finished with s&n backup device. No surgical delay or injury to patient reported due this event.